Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the reported problem was found at the time of turning on the device. There was no patient involvement at the time of event, and no harm or injury was reported to philips. Customer reported that there were 4 patients were planned to do angiography at that day, after the reported problem occurred, 4 patients were transferred to another hospital. It was reported to philips that the system was unable to power on. Philips confirmed that the customer did not request philips service for this event. As the service request was declined, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the reported problem was found at the time of turning on the device. There was no patient involvement at the time of event, and no harm or injury was reported to philips. Customer reported that there were 4 patients were planned to do angiography at that day, after the reported problem occurred, 4 patients were transferred to another hospital. It was reported to philips that the system was unable to power on. Philips confirmed that the customer did not request philips service for this event. As the service request was declined, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome. The catalog item identifier has been updated.